Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. Moisture damage was found on the electronic and motor assemblies.

Event description:
It was reported that the insulin pump alarmed button error after the customer had dove into the pool with the device on for about 20 seconds. The blood glucose reading was 201 mg/dl. The customer stated that he had tried pressing esc then act to clear the alarm but none of the buttons worked. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.